Event description:
Info received indicates the brake pedal will engage but the caster would not lock the swivel.

Manufacturer narrative:
The tech found the caster would not lock the swivel due to a worn locking gear. The tech replaced the caster to repair the stretcher.